Manufacturer narrative:
The astral device was returned to resmed and an evaluation was performed. Review of the device data logs revealed an error message (sf101) related to pressure measurement and an error message (sf197) related to a stuck outlet flow sensor. However, sf101 and sf197 could not be reproduced. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf). There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf). There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).